Event description:
The customer reported that the system exhibited arcing and subsequently failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cables, x-ray tube and mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.